Event description:
Device 1 of 3. Reference MFR report #s 1627487-2011-00874 and 1627487-2011-00875. The patient received an scs system including an ipg, a surgical lead and a lead extension. It was reported that the patient lost stimulation and efforts to recapture therapy via reprogramming were unsuccessful. An x-ray was taken which revealed that the lead had migrated. Surgical intervention was undertaken to reposition the lead; however, following the procedure, the patient felt no therapy and reported overstimulation near the ipg pocket. An exploratory surgical procedure will be scheduled at a later date for further interrogation of the patient's scs system.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.